Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) had an upgrade due to patient experiencing diaphragmatic stimulation. Additional information indicated that patient had a diaphragmatic stimulation since the device was implanted. This device was explanted and replaced. No additional adverse patient effects were reported.